Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter began testing in settings mode on (B)(6) 2016 at 1pm. The patient manages his diabetes with a combination of medications including lantus insulin and metformin tablets. He also takes lisinopril medication. He denied making any changes to his usual diabetes management routine after the alleged issue began. He also denied experiencing any symptoms as a result of the issue. He reported that he went to the urgent care/clinic, where a blood glucose result of ¿300+ mg/dl¿ was obtained on the doctor/clinic meter and at 3pm on (B)(6) 2016, he received insulin from a healthcare professional (hcp). During troubleshooting, the cca noted that the patient had been using the meter for the first time. The cca educated the patient on the correct testing procedure and walked him through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment from an hcp of that given for hyperglycemia, after the alleged meter issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow up # 1. The meter has been passed for further investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.